Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "after attaching the extension tubing to the midline hub, I then pulled back to obtain a blood return but instead I pulled back a bunch of bubbles/air instead. I thought my extension was loose at the hub. After troubleshooting, I saw the drips coming from the hub. Unfortunately, there is no way to inspect the catheter before inserting because the catheter is incased inside the powerglide apparatus. Once it was removed it was flushed to find the area of the leak. Had to use second device.